Event description:
It was reported that (2) devices were used during a lung resection. It was reported by the affiliate that the tsb45 did not cut and staple with the reload. Another instrument was used to complete the case. There was no consequence to the pt. Only the reload (tr45b) will be returned for analysis.